Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Age of device: 5 months, 19 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that patient was admitted to hospital on (B)(6) 2018 with symptoms for driveline infection including fever, nausea and vomiting which started on (B)(6) 2018. Patient did not exhibit symptoms for systemic inflammatory response syndrome (sirs). While hospitalized, patient's white blood cell count was 4.9 g/dl, body temperature was 99.8 f, heart rate was 70 beats/min and respiratory rate was 18 breaths/min. Cultures were done on (B)(6) 2018 and final results indicated light growth of staphylococcus epidermidis. Patient was started on intravenous (IV) antibiotic vancomycin for 3 days. Customer reported that there were no factors in patient history that may have contributed to the infection. Patient completed the antibiotics course that were prescribed after discharge. However, no follow up appointment was made hence, the infection was not reassessed. No further information was provided.

Manufacturer narrative:
A direct correlation between heartmate 3 left ventricular assist system and the report of driveline infection could not be conclusively established through this evaluation. The patient remains ongoing on the device and no further issues have been reported at this time. The heartmate 3 lvas IFU lists driveline infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also cautions the patient to stabilize their driveline at all times to avoid pulling on or moving the driveline at the exit site. Pulling on or moving the driveline can keep the exit site from healing or damage an already healed exit site, which can increase the patient¿s risk of getting a serious infection. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.